Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay results on a cobas 6000 e 601 module. On (B)(6) 2022, the initial estradiol result was 388 pg/ml. The initial result was reported outside of the laboratory. On (B)(6) 2022, the first repeat result was 411.9 pg/ml. On (B)(6) 2022, the second repeat result was 406.3 pg/ml. The results did not meet the patient's clinical picture and the doctor requested that the sample be rerun at another laboratory. The repeat result from another lab was <2 pg/ml. The result was confirmed via gcms. This result was deemed correct. The reagent lot is 00590311. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation found that the initial sample was collected and shipped on ice on (B)(6) 2022. The sample had exceeded allowable stability when it was repeated on (B)(6) and (B)(6) 2022. Per product labeling, specimens are "stable for 24 hours at 20-25 °c, 2 days at 2-8 °c, 6 months at-20 °c (± 5 °c). Freeze only once."